Event description:
It was reported that they were trying to initiate therapy on infant in an arctic sun device, but probe was not registering. Esophageal probe in use. Placement verified. No other monitor available to check probe reading. Verified they are plugged into the patient temperature 1 port and tried unplugging and plugging in the cable and probe with no resolution. Advised to swap out to a new temperature in cable. Call back if patient temperature still was not registering.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Esophageal probe in use. Placement verified. No other monitor available to check probe reading. Verified they are plugged into the patient temperature 1 port and tried unplugging and plugging in the cable and probe with no resolution. Advised to swap out to a new temperature in cable. Call back if patient temperature still was not registering. A DHR review is not required as the lot number is unknown. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d the reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy on infant in an arctic sun device, but probe was not registering. Esophageal probe in use. Placement verified. No other monitor available to check probe reading. Verified they are plugged into the patient temperature 1 port and tried unplugging and plugging in the cable and probe with no resolution. Advised to swap out to a new temperature in cable. Call back if patient temperature still was not registering.